Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study and relates to compartment syndrome in the left lower leg. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). (B)(4) will capture the thrombus left axillary during primary operation and dissection a. Iliaca left which was due to an abnormal use, procedure from transaxillary approach. It will also capture use error of incorrect sheath size used. This file will capture the compartment syndrome left lower leg which required surgical treatment and was related to post treatment ischemia. Manufacturing records prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists ischemia requiring intervention as a potential adverse event. There is evidence to suggest the user did not follow the IFU as transaxillary approach was used which is deemed to be abnormal use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. As per medical advisor the compartment syndrome was related to the study procedure due to post treatment ischemia. (As previously noted, " ischemia requiring intervention " is listed as a known potential adverse event in the IFU. Summary: complaint is confirmed based on customer and/or rep testimony. According to the report, surgical treatment was provided which led to hospitalisation or prolonged hospitalisation and the situation was resolved. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6)2025.

Manufacturer narrative:
PMA/510k#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dissection a.iliaca left. Study lesion reintervention on (B)(6) 2024. (B)(6) 2024 date of procedure. Both right and left leg study legs. 2 study devices for 2 lesions. Pre, peri and post procedure antiplatelet/anticoagulant. Adverse event occurred during procedure. Discharged (B)(6) 2024. (B)(6) 2024 dissection a.iliaca left. Vascular event, dissection. Endovascular/percutaneous treatment. Procedure performed on (B)(6) 2024. Site determined not to be related to study device. Casual relationship to study procedure due to dissection from (B)(6) 2024 not fully treated. (B)(6) 2024 thrombus left axillary during primary operation. ((B)(4)) access event of thrombus. Surgical treatment. Site determined not to be related to study device, casual relationship to study procedure from transaxillary approach. ((B)(4)). (B)(6) 2024 compartment syndrome left lower leg. Surgical treatment. Led to hospitalisation or prolongation of patient hospitalisation. Site determined event was not related to study device and casual relationship to study procedure related to post treatment ischemia. ((B)(4)). Lesion #2 left leg. Zfv6-125-7-40. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 6-6.9mm. Cook introducer sheath used (kcfw). Cook catheter was not used. 5 french catheter used. A cook guidewire was not used. 0.035 inch 260cm used. Pre-dilation performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. Lesion #1. Right leg. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 8-8.9mm. Zfv6-125-9-40. Cook introducer sheath used 9kcfw). Cook catheter used (hnbr5). 5 french. Cook guidewire used 0.035 inch, 260cm. Pre-dilation performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. This file will capture the dissection a.iliaca left.